Manufacturer narrative:
(B)(6). The subject device is not available.

Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached within the patient. The physician was able to retrieve the coil using an unspecified type of retriever. During an angiography, a second part of the coil was reported to be broke inside the guide catheter and migrated into the patient&#62688;m2-m3 segment. The physician was able again to retrieve the second part of the broken coil using an unspecified type of retriever. After magnet resonance control, the patient experienced bleeding on the left hemisphere and an unspecified type of surgery was performed to drain the bleeding. The patient is reported to have hemiparesis. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the patient's anatomy was noted to be moderately tortuous and the coil was repositioned 2-3 times. It is likely that these procedural factors may have contributed to the reported event; however, this cannot be determined. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached within the patient. The physician was able to retrieve the coil using an unspecified type of retriever. During an angiography, a second part of the coil was reported to be broke inside the guide catheter and migrated into the patient¿s m2-m3 segment. The physician was able again to retrieve the second part of the broken coil using an unspecified type of retriever. After magnet resonance control, the patient experienced bleeding on the left hemisphere and an unspecified type of surgery was performed to drain the bleeding. The patient is reported to have hemiparesis. No further information is available.